Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken drill tip¿. The device was broken at the head (first spiral). The passing pin that was used in the procedure was not returned. Under a magnification of ten (10), it was noted that there is minor flaring at the tip and that the chamfer is missing. There is no apparent damage or bend along the shaft. This condition is indicative of the countersink feature being reduced to an undersized condition. It was discovered that the tip was over sharpened. A 100% inspection of the tip was implemented and the tip sharpening process was amended to build with additional tolerance on the high end of the design to compensate for the sharpening. This device was designed prior to these modifications. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified one (1) additional complaint filed for this manufactured lot. Per results of the evaluation, the root cause was determined to be ¿manufacturing specification insufficient¿. At this time, no further investigation will be implemented.

Event description:
During an anterior cruciate ligament repair with autograft procedure utilizing the 9 mm clancy flexible drill, it was reported that, the tip broke off in the bone at the flex point. There was a short delay in surgery. It is stated that the doctor was able to retrieve the fragment. It was reported that there was no back up 9 mm clancy flexible drill was available. The procedure was completed by resizing the graft and the reamer to an 8mm drill. (B)(4).